Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Device was not returned for evaluation, the root cause of the phenomenon could not be identified. The subject device had no repair history and the subject device was not returned , the phenomenon cannot be duplicated, and therefore judging from the following investigation result, it was unable to assume the cause of the phenomenon ¿image is not displayed.¿ olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customers contact name and title.

Event description:
As reported, during reprocessing the device was found with no image. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.